Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of premature discharge of battery. Additional information noted that the field representative did not understand why the device transmission did not show up in the follow up history, as well as an inquiry regarding the percentage at which end of life (eol) and elective replacement indicator (eri) was reached was needed. Technical services (ts) was contacted and will provided further clarification. Ts reviewed the device data and noted that the power consumption was increasing in a gradual fashion. The device was depleting prematurely and should be explanted and returned for analysis. The device should have enough capacity for sixty two days. The device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of premature discharge of battery. Additional information noted that the field representative did not understand why the device transmission did not show up in the follow up history, as well as an inquiry regarding the percentage at which end of life (eol) and elective replacement indicator (eri) was reached was needed. Technical services (ts) was contacted and will provided further clarification. Ts reviewed the device data and noted that the power consumption was increasing in a gradual fashion. The device was depleting prematurely and should be explanted and returned for analysis. The device should have enough capacity for sixty two days. The device was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was explanted and will be returned. Upon return and analysis completion this investigation will be updated.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of premature discharge of battery. Additional information noted that the field representative did not understand why the device transmission did not show up in the follow up history, as well as an inquiry regarding the percentage at which end of life (eol) and elective replacement indicator (eri) was reached was needed. Technical services (ts) was contacted and will provided further clarification. Ts reviewed the device data and noted that the power consumption was increasing in a gradual fashion. The device was depleting prematurely and should be explanted and returned for analysis. The device should have enough capacity for sixty two days. This device remains in-service at this time. No adverse patient effects were reported.